Event description:
It was reported that ongoing intermittent cartridge alarms occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.